Event description:
It was reported that the arctic sun device was not heating. Nurse stated that the arctic sun device was alerting 'rewarm slow' and air leak'. The user had already checked connections, water level, and disconnected and reconnected pads. Nurse stated flow issues started when patient began rewarm phase. There were no issues and great flow during cooling. The flow rate was 0.6 l/m, the patient weight was 200 lbs with medium arctic gel pads in place and some exposed abdomen. The patient temperature was 35c, the target temperature was 37c, the water temperature was 10.7 c, the water level had 4 bars, and trend indicator was thermoneutral. Event log had an alert 113 (reduced water temperature control) . Ms&s asked nurse if they could place device in manual mode to trouble shoot but nurses stated that there was no time to troubleshoot and would sent the arctic sun device to biomed and would got another device. Per follow up on (B)(6) 2020, the complainant stated that used a second device and completed therapy and was not sure where the device was sent. The arctic gel pads were already discarded.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was not heating. Nurse stated that the arctic sun device was alerting 'rewarm slow' and air leak'. The user had already checked connections, water level, and disconnected and reconnected pads. Nurse stated flow issues started when patient began rewarm phase. There were no issues and great flow during cooling. The flow rate was 0.6 l/m, the patient weight was (B)(6) lbs with medium arctic gel pads in place and some exposed abdomen. The patient temperature was 35c, the target temperature was 37c, the water temperature was 10.7 c, the water level had 4 bars, and trend indicator was thermoneutral. Event log had an alert 113 (reduced water temperature control) . Ms&s asked nurse if they could place device in manual mode to trouble shoot but nurses stated that there was no time to troubleshoot and would sent the arctic sun device to biomed and would got another device.